Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via device download data that a (B)(6)female patient was treated. The lifevest delivered an inappropriate treatment at 08:28:38. The rhythm at the time of the treatment was severe bradycardia (23 bpm). CPR artifact contributed to the false detection. The device was removed after the treatment and the patient subsequently passed away while not wearing the lifevest. There is no indication that the treatment during bradycardia caused or contributed to the patient death.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date. Monitor: reuse; electrode belt: 12/2010 - reuse.